Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on the lcd board. No audio or beep anomaly noted during our testing. Unable to perform any tests due to buttons unresponsive. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer's insulin pump had a constant tone. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the insulin pump. The customer confirmed that there were no alarms prior to the constant tone. The alarm could not be cleared by pressing esc or act. The customer was advised to remove the battery for five minutes and insert a new battery. The constant tone did not disappear. The customer was then advised to remove the battery for two hours and insert another new battery. However, the device did not restore normal insulin pump function. The patient's blood glucose was 207 mg/dl by this time. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.